Event description:
Implant broke right below driver tip upon insertion, hex portion retrieved implant remains in patient. Surgeon had punched and tapped. Surgery was completed with a metal screw. No adverse patient consequences were reported as a result of this event.